Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient reported she felt twice on 2 different occasions excessive heating over her implanted implantable pulse generator (ipg) area on the right side of implant and right abdomen. At the time of interrogation didn't show any events recorded, impedance check showed normal lead impedance (2x8 leads). If additional information is received, a follow up report will be sent.